Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar decompression graft fixation due to lumbar canal stenosis. The set screw threaded during installation. It was detected timely (the slid wire), taken out and replaced with standard one. No patient complications were reported as a result of this event.